Event description:
It was reported that during the implant procedure, the atrial lead dislodged. Different spots of the right atrium were attempted and upon removal of the lead from the body, there appeared to be some tissue/heme in the helix. The lead was replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The helix extension was within specification. Visual examination of the lead did not find any anomalies.